Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, there was some episodes of oversensing noted on the right ventricular (rv) lead that was also confirmed as externalized via x-ray imaging. No intervention was performed to resolve the event due to the patient's age and overall poor health condition. The patient was in stable condition and will continue to be monitored.